Event description:
Literature: richardson rm, ostrom jl, starr pa. Surgical repositioning of misplaced subthalamic electrodes in parkinson's disease: location of effective and ineffective leads. Stereotact funct neurosurg. 2009;87(5):297-303. Summary: this article reports a retrospective analysis of 8 pts with idiopathic parkinson's disease who underwent surgical lead revision of deep brain stimulation (dbs) leads placed in the subthalamic nucleus (stn) to gain insight into the boundaries for dbs lead position targeting for effective and ineffective stimulation. Reportable event: the pt experienced improved tremor, rigidity, bradykinesia, and dyskinesia but persistent freezing of gait on one side and no improvement of symptoms on the other side following initial lead placement. The leads were determined to not be optimally placed. Following bilateral lead revision the pt experienced improved freezing of gait on the side where it had been persistent and no adverse effects on either side. See literature with MFR report #3007566237-2009-08911.

Manufacturer narrative:
.